Event description:
Mps says that the arm is cutting deep anterior and posterior cuts. This has happened a few times and the planar probe planar probe says proud but the implant is loose mps is requesting a different fsr service this system being that this has been happening for a while with his highest volume account. He also says that the arm drops when they put the mics on j6 even with the e-stop pressed, the arm is drooping 1-2 inches. Dispatch requested and logs to be sent. Observation ¿ could not duplicate the problem. Action taken ¿ adjusted j4 and j5 transmission cables. Gravity constants and rio registration on 3 of the 4 customer mics as a preventative measure. Verified all joint and motor encoder read head positions. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. System is ready for clinical use. Update nov 20, 2023: case type tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps says that the arm is cutting deep anterior and posterior cuts. This has happened a few times and the planar probe planar probe says proud but the implant is loose mps is requesting a different fsr service this system being that this has been happening for a while with his highest volume account. He also says that the arm drops when they put the mics on j6 even with the e-stop pressed, the arm is drooping 1-2 inches. Dispatch requested and logs to be sent observation ¿ could not duplicate the problem. Action taken ¿ adjusted j4 and j5 transmission cables. Gravity constants and rio registration on 3 of the 4 customer mics as a preventative measure. Verified all joint and motor encoder read head positions. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. System is ready for clinical use. Update nov 20, 2023: case type tka.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method and results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: reported problem ¿ the arm is cutting deep anterior and posterior cuts. The arm drops when they put the mics on j6 even with the e-stop pressed observation ¿ could not duplicate the problem. Action taken ¿ adjusted j4 and j5 transmission cables. Gravity constants and rio registration on 3 of the 4 customer mics as a preventative measure. Verified all joint and motor encoder read head positions. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1412 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1412 shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by loose j4 and j5 transmission cables as per the field service engineer visit. The unintended motion was not reproduced. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.